Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that lubricant was missing from foley tray.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that lubricant was missing from foley tray. Per follow up information received on 21april2025, it was reported that foley catheter placed at the beginning of the case balloon inflated with 10ml of sterile water. No problems noted throughout case. When doctor was removed the catheter at the end of the case, they were unable to draw the fluid out of the balloon and instead got back 2ml of blood-tinged fluid. They could not pull the catheter out until they cut the catheter with scissors. The balloon was noted to be broken when the catheter was removed. Then planned cystoscopy was performed. No balloon fragments noted in the bladder. They performed a cystoscopy which was already a planned part of the procedure.